Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a breast operation on an unknown date and suture was used. The patient developed an infection around the nipple area. Additional information was requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: for each patient event, please provide the following: what was the date of the procedure? It occurred several times but I do not know the specific dates. What is the product code/ lot number of the monoderm suture? N/a. Can you advise the manufacturer of monoderm suture? N/a. What layer of tissue was the monoderm suture used on? N/a. Was the monoderm suture used on both breasts of each patient? N/a. Did each patient develop infection on both breasts? N/a. Which post -operative day did the patient present with symptoms? N/a. What were the patient symptoms? N/a. What is the surgeon opinion as to relationship of the monoderm suture contributing to the symptoms? N/a. What are the patient age, weight, past medical and surgical history? N/a. Were cultures taken of the infection site? N/a. What were the results of the cultures? N/a what treatment was performed for the patient infection? N/a. Do you have any suture samples for evaluation? No. What is the current condition of the patient? N/a.